Event description:
Braun bloodline had air in the line (air in line post needle connection to pre dialyzer) that triggers the machine system to alarm, venous pressure to become erratic causing disruption in treatment and clotting. This has been escalated internally.